Event description:
It was reported that during the initial inflation, the pta balloon would not inflate beyond 2 atm and then the balloon would not deflate. The introducer sheath was removed form the wire, the balloon was brought to the access site and a scalpel was used to nick the balloon, allowing it to deflate. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. It is unknown if patient and/or procedural issues contributed to the reported event. Based on the available information the definitive root cause is unknown.